Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, stored electrograms revealed undersensing during a ventricular fibrillation episode. The device was reprogrammed and dft testing was successfully performed. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.